Event description:
On june 16, 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issued began two months prior, after she found the subject meter wet. The pt did not know how the subject meter got wet. The cca noted that the pt manages her diabetes with insulin (self-adjuster); however, it is not known what action the pt took regarding her diabetes management as a result of the issue. Approx 1 week after the issue started, the pt claimed she felt very shaky, sweaty, nervous, and irritable. At the time of the symptoms, the pt reported that she tested with a friend's meter and obtained a reading of "60 mg/dl." The pt claimed she treated self with food and/or drink and 45 minutes after the treatment, tested her blood glucose again on the other device and obtained a result of "114 mg/dl." At the time of troubleshooting, the cca noted that the pt reported that she had thrown the subject meter away. The cca was unable to troubleshoot the product. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.